Event description:
It was reported that multiple intermittent occlusion alarms occurred that resulted in high blood glucose levels, including a recorded meter reading of 577 mg/dl. Customer addressed elevated blood glucose by administering a correction bolus via the pump and changed the infusion set and cartridge to resume normal insulin delivery, without requiring third-party assistance. No additional assistance was necessary, and the case was resolved and closed by technical support.